Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a lesion in the left anterior descending (lad) with 90% stenosis, moderate calcification and mild tortuosity. Pre-dilatation was performed using a 2.0x12mm semi-compliant balloon. The 2.5x48mm xience xpedition stent delivery system (sds) was deployed at 16 atmospheres (atms), however, fluoroscopy after stenting showed an edge dissection at the proximal end. Another xience xpedition stent was used to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.